Event description:
It was reported that a novum iq large volume pump was not infusing. The issue was further described as, 'fluid in heparin bag hadn't moved and drips weren't falling in the chamber'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: update to 02/25/2025. Additional information: h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.